Event description:
Arthritis [arthritis]. Case description: spontaneous report received on (B)(6) 2011 from a healthcare provider regarding a (B)(6) male pt, initials (B)(6), who experienced arthritis after starting synvisc. The pt's medical history is significant for gonarthrosis, an operation for meniscus injury, joint swelling and hypertension. On (B)(6) 2011, the pt received his first injection of synvisc (location not provided). On (B)(6) 2011, the pt received his first injection of synvisc (location not provided). On (B)(6) 2011, the pt began to experience pain, which was diagnosed as arthritis. The pt was hospitalized to have treatment for the arthritis (discharge summary not provided). As of (B)(6) 2011, the event was ongoing. The hcp reported that the pt has been undergoing the following concomitant therapies: celecoxib, (B)(6) 2008-ongoing, 100mg, 2xq24h, pain; famotidine, (B)(6) 2008-ongoing, 10mg, 2xq24h, gastrointestinal disorder; arotinolol hydrochloride, (B)(6) 2008-ongoing, 10mg, qd, hypertension; olmesartan medoxomil, (B)(6) 2008-ongoing, 20mg, qd, hypertension; pravastatin sodium, (B)(6) 2008-ongoing, 5mg, qd, hyperlipidemia; ursodeoxycholic acid, ongoing, 400mg, 2xg24h, liver disorder. The hcp reported that the relationship of the pt's arthritis to synvisc was definite. The product lot number was not provided. At the time of this report, the outcome of the pt was not recovered. Additional info received on (B)(6) 2011 in the form of qa results. The product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info received on (B)(6) 2011 from the hcp. The pt's date-of-birth was reported as (B)(6). The hcp updated the event info to say that the event of arthritis began on (B)(6) 2011 and not on (B)(6) 2011, as was previously reported. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.